Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to be in good condition, with no damage or anomalies. The reported issue was confirmed during functional testing when the device activated a motor rate error. The issue was traced to the u29 sensor on the device circuit board, which was determined to have particulates obscuring it. However, no root cause could be determined for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device sensor was cleaned and preventative maintenance was performed.

Event description:
It was reported the medfusion pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.